Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia on(B)(6) 2025, in order to convert the patient to a percutaneous baha implant system due to magnet migration. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.